Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery with heavy calcification, mild tortuosity and 10% stenosis. The supera self expanding stent system (sess) was placed in the vessel; however, after the last move with the thumbslide, the stent was completely deployed before opening the safety deployment lock. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during deployment, prior to unlocking the deployment lock, the delivery system was inadvertently pulled back slightly resulting in full deployment of the stent; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.